Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool. Mixing pump was serviced during the pm process. Primed to fill. Erratic flow reading after pm. Pm performed. Circulation pump was serviced. Flow meter was replaced. Replaced the heater, manifold o-rings, drain valves, tank tubing, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo notes, an evaluation of the device showed a failed mixing pump. Customer requested a quote for 2k hr service and a loaner. Per sample evaluation results received via task on 19feb2026, it was reported that the device was primed to fill. Erratic flow reading after preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo notes, an evaluation of the device showed a failed mixing pump. Customer requested a quote for 2k hr service and a loaner.